Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated that the insulin pump had motor position encoded error and motor error alarm. Customer stated drive support cap appears normal. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.